Event description:
During service of the ventilator, the manufacturer's field service engineer reported the ventilator failed the remote alarm test. The ventilator was not in use on a patient. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm connector may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The service engineer reported the nurse call alarm port was broken. The customer reported the ventilator is going to be sent back to the manufacturer for a conversion upgrade at which time the main pcb board will be replaced, therefore the customer declined repair by the service engineer onsite.